Event description:
A physician reported a patient who was originally skin tested on 24 feb 1999 with negative results. The patient was treated in the cheek and periorbital areas in april of 1999. In the beginning of june 1999 the patient developed swelling, redness, and nodules in the cheek. The redness occurred 8 weeks following implantation. The patient was treated with terracortril locally and hydrocortisone parenterally in june of 1999.